Event description:
On 2023-apr-04, information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said group b was not providing expected therapeutic relief since "awhile ago" and pt was getting a "settings not available": message and could not adjust therapy settings in other groups. Pt said settings not available message also appeared when they turned their stimulation on. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2023, additional information was received from the patient. It was reported that they have not had any falls or trauma. They saw their rep, and their rep helped them. Issue is resolved, rep said if it happens again, the paddle may need replacement. On (B)(6) 2023, additional information was received from the manufacturer representative (rep) reporting that the patient had their system (lead and ins) replaced today ((B)(6) 2023) due to lack of coverage and having 'contacts out'. A lead issue was reported. It was reported that there were high impedances of over 20,000 on contacts 1, 10 and 13. There were no other stimulation issues reported. The cause was not known and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2023. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 03-oct-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.